Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety without additional intervention. There was no reported patient injury.

Manufacturer narrative:
The pusher, implant coil, introducer and diispenser hoop were all returned for evaluation. The microcatheter, and v-grip were not returned. The pusher was found damaged and the hypotube was broken. The broken section was 1 inch from the hypotube's distal tip. The connector section was kinked. The pusher's distal section was undamaged and met specifications. The pusher's distal section (strain relief) and implant coil were undamaged and met specifications. The implant coil was attached to the returned unit. The reported complaint is unconfirmed. The investigation of the returned coil system found the implant was undamaged and attached to the pusher's distal section according to the specifications. The heater coil section showed no evidence of activation using a detachment controller. Inspection of the returned unit found it to be broken at the proximal section (hypotube). The physical evaluation of the device could not determine the conditions of circumstances that led to the damage to the pusher, but it is consistent with the device experiencing excessive tensile forces.